Event description:
The cryosurgical device had a problem with thawing its probes properly during a procedure for the cryoablation of liver metastisis. Co was told the facility had a thawing problem with the same system at some earlier date. Further details are not available at this time. For tracking purposes this will be referenced as incident #2.